Manufacturer narrative:
Return requested. Replacement biopsy guide shipped to site (B)(4) 2016. Medtronic investigation of returned suspect biopsy guide finds that both the upper and lower adjustment screws are loose. There is no evidence of loctite on the threads of either screw. Without the pivot screws firmly secured, the joints will not be able to lock down with the screw tabs. Mechanical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the biopsy guide screw was able to be tightened and instrument was used in the procedure without issue.

Event description:
A medtronic representative reported that, while prepping for a cranial procedure, the screw of the biopsy guide became loose. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to go forward and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.